Event description:
It was reported that during a laparoscopic tem procedure in resection of a tumor from the colon there was no insufflation. There was approximately a two hour delay in the procedure. The case was completed with manual insufflation. There were no consequences to the pt.

Manufacturer narrative:
H6: function test performed per our test instructions. Function tested with other devices that were used in the case. Eval summary: 2232.641, laparo co2 pneu insufflator with 2 each tube connectors 2232.852 and interface cable 2232.981. User facility sent various devices involved in the malfunction of instrumentation. This device tem system that was evaluated consisted of the following: 2232.644-tem pump, 4840.501-telescope, 2031.231-footswitch, 2026.64-co2 yoke, 2026.62-resectoscope tube, high pressure, 8840.20-handle and bridge, 8840.241-tem working faceplate, 8840.242-silicone sleeves. Unit was tested with the above returned devices, and there was no deficiency in the spec associated with the insufflator. Unit is functioning per spec. Cause of event: unknown.